Event description:
(B)(6) technician stated that the m51psemired power chair allegedly stopped running. He assessed the power chair and stated that the brake is holding the power chair from backing up. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51psemired, serial number/date code (B)(4) is approximately 4 years 4 months old. The owner's manual part number 1143190 rev e (nov-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states that she is a double amputee, below the knees. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Roadrunner mobility technician assessed the m51psenired power chair stating that the power chair stopped running. The wrench had come on and the brake is allegedly holding the device from backing up. The technician stated that the left motor/gearbox needs replaced due to intermittent operation and new batteries are needed as they have failed a load test. The parts have ben ordered and will be shipped to the technician. (B)(4). The damaged products will be returned to invacare for an inspection/evaluation. The malfunction has not been confirmed.